Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had missing ke45 (thixotropic adhesive) at the forceps cover and clogged nozzle with foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event missing ke45 (thixotropic adhesive) at the forceps cover was caused by a component failure. Clogged nozzle with foreign material also occurred. However, a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.